Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the instrumental channel port of the subject device was came off. The subject device had been returned to socr for repair of the malfunction which occurred when the user detached the forceps/irrigation plug from its instrumental channel port of the subject device with strong the user force, and the a component of the subject device was came loose. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomenon which the instrumental channel port of the subject device was came off. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration: probable cause] it was possible that the instrumental channel port came off due to the same cause as other breakages, but it was not possible to determine whether the instrumental channel port came off due to stress, handling, or other factors. [Facts obtained from the survey] from the inspection report of olympus service operation repair center (sorc), it was confirmed that the instrumental channel port was came off. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.